Event description:
In 2009, the patient reported she woke up with an elevated blood glucose reading of 400 mg/dl with her normal range being 120-122 mg/dl. Symptoms are feeling miserable, fatigued, ill, sweaty, and blurred vision. She treated her reading by bolusing 13 units of insulin. She said she has only had coffee today and her blood glucose has only decreased to 383 mg/dl. She stated that "it seems like my sugars are up all the time and like I'm not getting any insulin." To troubleshoot, she confirmed her basal rates are accurately programmed. She said the adapter and the battery cap on her insulin infusion device were falling apart. She has never replaced either and has used them for over 1 year. She was advised to change the adapter with every 10th cartridge change and the battery cap with every 4th battery change. Complimentary battery caps and adapters were sent to the patient. She stated she sometimes uses a rechargeable battery, but does not change the battery set up to rechargeable. She was advised to do so. She said she does not allow her insulin to reach room temperature before use and was advised to do so. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.